Manufacturer narrative:
Device evaluated by manufacturer: cartridges used by the consumer were not sent back for evaluation, therefore, the devices could not be evaluated. The customer provided information regarding the suspected false positive tests and a member of the technical support group was able to perform data analysis. Investigation summary: the complaint history was reviewed and there were no previous similar complaints against involved lot. The lot history record (lhr) was reviewed for the lot number in the complaint, and it passed release specifications. A technical support representative reviewed customer data and performed data analysis. All data values were normal and met acceptable criteria. Root cause was undetermined.

Event description:
Customer reporting on behalf of relative. On (B)(6) 2022, a child received a false positive using cue covid-19 test for home and over the counter (otc) use cartridge lot 21809k, cartridge serial number (sn) (B)(4), and cue reader sn (B)(4). On the same day, the individual received a negative result using cue covid-19 test for home and over the counter (otc) use. The individual received a negative nasopharyngeal and oropharyngeal sars-cov-2 rt-pcr result from abhishek health centre; test date and manufacturer unknown. The customer reported no known exposure all their household members tested negative, and the cartridges were stored according to package insert.